Event description:
The dealer states that the seat is broken at the hinge and states that it looks like someone has been jumping on the unit. Then she proceeded to tell me that the patient was using it and he fell through the unit but he wasn't hurt. Hinge portion of seat and lid bent, pail holders bent, front bar has a bend from the seat. (B)(6).